Event description:
It was reported multiple malfunction alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.